Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, about 2 hours later, the electrode tip was found missing. The broken tip was located inside the cavity, and it was removed. A device did not seem to be different from usual. New device was used to continue. There was no patient harm.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection showed that the tip of the electrode broke off. Visual inspection showed that the tip broke off. The broken tip was also received. The fractured section indicated a stress fracture. The investigation of the pictures identified the root cause of the reported event to be the customer applying excessive force to the electrode tip. If information is provided in the future, a supplemental report will be issued.